Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) /perforation (other) please describe and state the location of the perforation: myometrium on the right'), pelvic pain ('pain pelvic pain'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), genital haemorrhage ('abnormal bleeding') and ovarian cyst ('other injury(ies) orcomplication please describe: right side ovarian cyst with cystectomy.') In a 37-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "he was not informed that they couldn't do the hsg". The patient's medical history included depression. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin) and norethisterone acetate (norethindrone acetate) in 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) ,") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) ,"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), abdominal distension ("bloated"), tooth disorder ("dental issues"), depression ("depression"), pain in extremity ("leg pain"), loss of libido ("hormonal changes describe: no sex drive"), migraine ("migraines / headaches"), palpitations ("blood or heartdisorder/condition type: heart palpitation"), nausea ("nausea"), fatigue ("fatigue"), neck pain ("neck pain"), abdominal pain upper ("stomach pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy) and cystectomy. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, rheumatoid arthritis, genital haemorrhage, ovarian cyst, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, allergy to metals, tooth disorder, depression, weight increased, pain in extremity, loss of libido, fibromyalgia, migraine, palpitations, nausea, fatigue and neck pain outcome was unknown, the back pain, abdominal pain upper and arthralgia had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, loss of libido, menorrhagia, migraine, nausea, neck pain, ovarian cyst, pain in extremity, palpitations, pelvic pain, rheumatoid arthritis, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in the essure removal, as in confirmation test patient states "he was not informed that they couldn't do the hsg" whereas, she also confirms for the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, genital haemorrhage, pelvic pain, bloating, fatigue, ovarian cyst. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received: aka name, reporter, lot number, patient demographic were added. Product indication updated. New events added- no sex drive, abnormal bleeding (vaginal, menorrhagia), fibromyalgia , migraines, heart palpitation, nausea, nickel allergy, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse),fatigue, uterine perforation ovarian cyst, neck pain, abdominal pain upper, arthralgia, abdominal distension, device monitoring procedure not performed. Event autoimmune disorder is updated to rheumatoid arthritis. Events onset date, events severity, concomitant drug, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) /perforation (other) please describe and state the location of the perforation: myometrium on the right'), pelvic pain ('pain pelvic pain/ chronic pain'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), genital haemorrhage ('abnormal bleeding') and ovarian cyst ('other injury(ies) or complication please describe: right side ovarian cyst with cystectomy.') In a 37-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "he was not informed that they couldn't do the hsg". The patient's medical history included depression. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin) and norethisterone acetate (norethindrone acetate) in 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) ,") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) ,"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), abdominal distension ("bloated"), tooth disorder ("dental issues"), depression ("depression"), pain in extremity ("leg pain"), loss of libido ("hormonal changes describe: no sex drive"), migraine ("migraines / headaches"), palpitations ("blood or heart disorder/condition type: heart palpitation"), nausea ("nausea"), fatigue ("fatigue"), neck pain ("neck pain"), abdominal pain upper ("stomach pain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy) and cystectomy. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, rheumatoid arthritis, genital haemorrhage, menorrhagia, vaginal haemorrhage, allergy to metals, tooth disorder, depression, pain in extremity, fibromyalgia, palpitations, neck pain and headache outcome was unknown, the pelvic pain, ovarian cyst, back pain, dysmenorrhoea, dyspareunia, weight increased, loss of libido, migraine, nausea, fatigue, abdominal pain upper, arthralgia and abdominal pain had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, neck pain, ovarian cyst, pain in extremity, palpitations, pelvic pain, rheumatoid arthritis, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in the essure removal, as in confirmation test patient states "he was not informed that they couldn't do the hsg" whereas, she also confirms for the essure removal. Patient received treatment for events- pelvic pain female, dyspareunia, dysmenorrhea, abdominal pain, menorrhagia, blood/ heart disorder,fatigue, migraine, nausea, weight gain, ovarian cystectomy, lack of libido. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Imaging procedure - on (B)(6) 2011: essure confirmation test result: unknown. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, genital haemorrhage, pelvic pain, bloating, fatigue, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- abdominal pain, headache, severity of previously reported events-pelvic pain female was added, outcome of the previously reported event- pelvic pain female, dyspareunia, dysmenorrhea, fatigue, migraine, nausea, weight gain, ovarian cystectomy, lack of libido were updated, lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) /perforation (other) please describe and state the location of the perforation: myometrium on the right'), pelvic pain ('pain pelvic pain/ chronic pain'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), genital haemorrhage ('abnormal bleeding') and ovarian cystectomy ('other injury(ies) orcomplication please describe: right side ovarian cyst with cystectomy.') In a 37-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation at the same time" and device monitoring procedure not performed "he was not informed that they couldn't do the hsg". The patient's medical history included depression and endometrial ablation. Concomitant products included buprenorphine, buprenorphine hydrochloride;naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin), cetirizine hydrochloride (zyrtec allergy), cyclobenzaprine hydrochloride (flexeril), gabapentin (neurontin) and norethisterone acetate (norethindrone acetate) in 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) ,") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) /spotting"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), abdominal distension ("bloated"), tooth disorder ("dental issues"), depression ("depression"), pain in extremity ("leg pain"), loss of libido ("hormonal changes describe: no sex drive"), migraine ("migraines / headaches"), palpitations ("blood or heartdisorder/condition type: heart palpitation"), nausea ("nausea"), fatigue ("fatigue"), the first episode of neck pain ("neck pain"), abdominal pain upper ("stomach pain/ stomach cramp"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), headache ("headaches"), abdominal pain lower ("cramping"), pruritus ("itchy"), rash macular ("spots on thigh, breast, chest"), the second episode of neck pain ("neck pain"), lymphadenopathy ("lymph node swelling"), breast pain ("boobs sore"), inguinal mass ("knots under groin"), constipation ("constipation") and breast mass ("knots under boobs"), underwent ovarian cystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy) and cystectomy. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, rheumatoid arthritis, genital haemorrhage, menorrhagia, vaginal haemorrhage, allergy to metals, tooth disorder, depression, pain in extremity, fibromyalgia, palpitations, headache, abdominal pain lower, pruritus, rash macular, the last episode of neck pain, lymphadenopathy, breast pain, inguinal mass, constipation and breast mass outcome was unknown, the pelvic pain, ovarian cystectomy, back pain, dysmenorrhoea, dyspareunia, weight increased, loss of libido, migraine, nausea, fatigue, abdominal pain upper, arthralgia and abdominal pain had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, back pain, breast mass, breast pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, inguinal mass, loss of libido, lymphadenopathy, menorrhagia, migraine, nausea, ovarian cystectomy, pain in extremity, palpitations, pelvic pain, pruritus, rash macular, rheumatoid arthritis, tooth disorder, uterine perforation, vaginal haemorrhage, weight increased, the first episode of neck pain and the second episode of neck pain to be related to essure. The reporter commented: discrepancy in the essure removal, as in confirmation test patient states "he was not informed that they couldn't do the hsg" whereas, she also confirms for the essure removal. Patient received treatment for events- pelvic pain female, dyspareunia, dysmenorrhea, abdominal pain, menorrhagia, blood/ heart disorder,fatigue, migraine, nausea, weight gain, ovarian cystectomy, lack of libido. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: x-ray tech couldn't get the instrument she was using to go where needed. She tried for an hour. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, genital haemorrhage, pelvic pain, bloating, fatigue, ovarian cyst, abdominal pain lower, pruritus, erythema, lymphadenopathy, neck pain, medical device monitoring error, breast pain, constipation, breast mass, inguinal mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) /perforation (other) please describe and state the location of the perforation: myometrium on the right'), pelvic pain ('pain pelvic pain'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), genital haemorrhage ('abnormal bleeding') and ovarian cystectomy ('other injury(ies) orcomplication please describe: right side ovarian cyst with cystectomy.') In a 37-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "he was not informed that they couldn't do the hsg". The patient's medical history included depression. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin) and norethisterone acetate (norethindrone acetate) in 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) ,") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) ,"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), abdominal distension ("bloated"), tooth disorder ("dental issues"), depression ("depression"), pain in extremity ("leg pain"), loss of libido ("hormonal changes describe: no sex drive"), migraine ("migraines / headaches"), palpitations ("blood or heartdisorder/condition type: heart palpitation"), nausea ("nausea"), fatigue ("fatigue"), neck pain ("neck pain"), abdominal pain upper ("stomach pain") and arthralgia ("joint pain"), underwent ovarian cystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy) and cystectomy. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, rheumatoid arthritis, genital haemorrhage, ovarian cystectomy, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, allergy to metals, tooth disorder, depression, weight increased, pain in extremity, loss of libido, fibromyalgia, migraine, palpitations, nausea, fatigue and neck pain outcome was unknown, the back pain, abdominal pain upper and arthralgia had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, loss of libido, menorrhagia, migraine, nausea, neck pain, ovarian cystectomy, pain in extremity, palpitations, pelvic pain, rheumatoid arthritis, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in the essure removal, as in confirmation test patient states "he was not informed that they couldn't do the hsg" whereas, she also confirms for the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, genital haemorrhage, pelvic pain, bloating, fatigue, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) /perforation (other) please describe and state the location of the perforation: myometrium on the right'), pelvic pain ('pain pelvic pain/ chronic pain'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), genital haemorrhage ('abnormal bleeding') and ovarian cystectomy ('other injury(ies) or complication please describe: right side ovarian cyst with cystectomy.') In a 37-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation at the same time" and device monitoring procedure not performed "he was not informed that they couldn't do the hsg". The patient's medical history included depression and endometrial ablation. Concomitant products included buprenorphine, buprenorphine hydrochloride;naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin), cetirizine hydrochloride (zyrtec allergy), cyclobenzaprine hydrochloride (flexeril), gabapentin (neurontin) and norethisterone acetate (norethindrone acetate) in 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) ,") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) /spotting"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), abdominal distension ("bloated"), tooth disorder ("dental issues"), depression ("depression"), pain in extremity ("leg pain"), loss of libido ("hormonal changes describe: no sex drive"), migraine ("migraines / headaches"), palpitations ("blood or heart disorder/condition type: heart palpitation"), nausea ("nausea"), fatigue ("fatigue"), the first episode of neck pain ("neck pain"), abdominal pain upper ("stomach pain/ stomach cramp"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), headache ("headaches"), abdominal pain lower ("cramping"), pruritus ("itchy"), erythema ("spots on thigh, breast, chest"), the second episode of neck pain ("neck pain"), lymphadenopathy ("lymph node swelling"), breast pain ("boobs sore"), inguinal mass ("knots under groin"), constipation ("constipation") and breast mass ("knots under boobs"), underwent ovarian cystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy) and cystectomy. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, rheumatoid arthritis, genital haemorrhage, menorrhagia, vaginal haemorrhage, allergy to metals, tooth disorder, depression, pain in extremity, fibromyalgia, palpitations, headache, abdominal pain lower, pruritus, erythema, the last episode of neck pain, lymphadenopathy, breast pain, inguinal mass, constipation and breast mass outcome was unknown, the pelvic pain, ovarian cystectomy, back pain, dysmenorrhoea, dyspareunia, weight increased, loss of libido, migraine, nausea, fatigue, abdominal pain upper, arthralgia and abdominal pain had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, back pain, breast mass, breast pain, constipation, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, fibromyalgia, genital haemorrhage, headache, inguinal mass, loss of libido, lymphadenopathy, menorrhagia, migraine, nausea, ovarian cystectomy, pain in extremity, palpitations, pelvic pain, pruritus, rheumatoid arthritis, tooth disorder, uterine perforation, vaginal haemorrhage, weight increased, the first episode of neck pain and the second episode of neck pain to be related to essure. The reporter commented: discrepancy in the essure removal, as in confirmation test patient states "he was not informed that they couldn't do the hsg" whereas, she also confirms for the essure removal. Patient received treatment for events- pelvic pain female, dyspareunia, dysmenorrhea, abdominal pain, menorrhagia, blood/ heart disorder,fatigue, migraine, nausea, weight gain, ovarian cystectomy, lack of libido. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: x-ray tech couldn't get the instrument she was using to go where needed. She tried for an hour. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, genital haemorrhage, pelvic pain, bloating, fatigue, ovarian cyst, abdominal pain lower, pruritus, erythema, lymphadenopathy, neck pain, medical device monitoring error, breast pain, constipation, breast mass, inguinal mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new events cramping, itchy, spots on thigh, breast, chest, lymph node swelling, neck pain, essure and ablation at the same time, boobs sore, constipation, knots under boobs, knots under groin were added. New reporter were added. On 23-mar-2020: fu 6, 7 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) /perforation (other) please describe and state the location of the perforation: myometrium on the right'), pelvic pain ('pain pelvic pain/ chronic pain'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), genital haemorrhage ('abnormal bleeding') and ovarian cystectomy ('other injury(ies) orcomplication please describe: right side ovarian cyst with cystectomy.') In a 37-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation at the same time" and device monitoring procedure not performed "he was not informed that they couldn't do the hsg". The patient's medical history included depression and endometrial ablation. Concomitant products included buprenorphine, buprenorphine hydrochloride;naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin), cetirizine hydrochloride (zyrtec allergy), cyclobenzaprine hydrochloride (flexeril), gabapentin (neurontin) and norethisterone acetate (norethindrone acetate) in 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) ,") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) /spotting"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), abdominal distension ("bloated"), tooth disorder ("dental issues"), depression ("depression"), pain in extremity ("leg pain"), loss of libido ("hormonal changes describe: no sex drive"), migraine ("migraines / headaches"), palpitations ("blood or heartdisorder/condition type: heart palpitation"), nausea ("nausea"), fatigue ("fatigue"), the first episode of neck pain ("neck pain"), abdominal pain upper ("stomach pain/ stomach cramp"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), headache ("headaches"), abdominal pain lower ("cramping"), pruritus ("itchy"), rash macular ("spots on thigh, breast, chest"), the second episode of neck pain ("neck pain"), lymphadenopathy ("lymph node swelling"), breast pain ("boobs sore"), inguinal mass ("knots under groin"), constipation ("constipation") and breast mass ("knots under boobs"), underwent ovarian cystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy) and cystectomy. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, rheumatoid arthritis, genital haemorrhage, menorrhagia, vaginal haemorrhage, allergy to metals, tooth disorder, depression, pain in extremity, fibromyalgia, palpitations, headache, abdominal pain lower, pruritus, rash macular, the last episode of neck pain, lymphadenopathy, breast pain, inguinal mass, constipation and breast mass outcome was unknown, the pelvic pain, ovarian cystectomy, back pain, dysmenorrhoea, dyspareunia, weight increased, loss of libido, migraine, nausea, fatigue, abdominal pain upper, arthralgia and abdominal pain had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, back pain, breast mass, breast pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, inguinal mass, loss of libido, lymphadenopathy, menorrhagia, migraine, nausea, ovarian cystectomy, pain in extremity, palpitations, pelvic pain, pruritus, rash macular, rheumatoid arthritis, tooth disorder, uterine perforation, vaginal haemorrhage, weight increased, the first episode of neck pain and the second episode of neck pain to be related to essure. The reporter commented: discrepancy in the essure removal, as in confirmation test patient states "he was not informed that they couldn't do the hsg" whereas, she also confirms for the essure removal. Patient received treatment for events- pelvic pain female, dyspareunia, dysmenorrhea, abdominal pain, menorrhagia, blood/ heart disorder,fatigue, migraine, nausea, weight gain, ovarian cystectomy, lack of libido. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: x-ray tech couldn't get the instrument she was using to go where needed. She tried for an hour. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, genital haemorrhage, pelvic pain, bloating, fatigue, ovarian cyst, abdominal pain lower, pruritus, erythema, lymphadenopathy, neck pain, medical device monitoring error, breast pain, constipation, breast mass, inguinal mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter added. Amendment: the report was also amended for the following reason: codding correction done-pt of spots on thigh, breast, chest updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disease") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental issues"), depression ("depression"), weight increased ("weight gain"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, tooth disorder, depression, weight increased, back pain and pain in extremity outcome was unknown. The reporter considered autoimmune disorder, back pain, depression, genital haemorrhage, pain in extremity, pelvic pain, tooth disorder and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.